Event description:
The gas alarm sounded and the connections were checked. No blood was noted in the tubing. An attemtp was made to refill the iab but the alarms sounded again. Flecks of blood were then noted in the tubing. The pump was turned off and the dr. Was notified. Ten minutes later, fank blood was noted in the tubing. Iabp was discontinued within 30 minutes after the alarm. As a result of the event, the patient had an ilego-femoral thrombosis on 9/10/96. The thrombectomy was attempted but was unsuccessful. The patient went onto expire on 9/17/96 due to renal failure and an unrepaired abdominal aortic aneurysm. The patient had a cva post-op left femoral occlusion. The patient was made a "no code" by the family after right femoral total occlusion. The patient did have palpable pulses during pumping but lost pulses after iab removal. A surgical repair was attempted but was unsuccessful. The surgeon was unable to restore blood flow through the aorta. Event complications: pt. Went to o.r. For thrombectomy on lt. Leg-rpt'd 9/16 & 10/11. Patient's current status: expired on 9/17/96.

Manufacturer narrative:
Device label codes: 1701, 1738, and 1746. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.